Event description:
It was reported that the user received Alert 38 indicating a motor stall, attempted a restart with the alert persisting, and then completed a successful dry run under guidance before proceeding to a full supply change with new supplies; blood glucose was reported as not impacted and there was no hospitalization. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no medical intervention beyond standard troubleshooting and supply replacement. Investigation included user-reported troubleshooting with restart attempts and a guided dry run to assess motor and delivery function. Investigation of this case revealed a consecutive motor stall alert with successful resolution following dry run and supply change, consistent with a transient pump delivery obstruction or motor stall without ongoing device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine with certainty but consistent with use-related or supply-related transient obstruction rather than a persistent device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.